Event description:
It was reported that the 9800 system displays intermittent fast stop error messages. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified the need to replace the power signal interface and motor relay, backplane, generator driver b-plane cable, power supply and generator interface board. Identified components replaced. The system was tested and found to be working as intended and placed back into service.